Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument tracker was returned to the manufacturer for evaluation. Testing found that there was evidence of galling in the handle of the unit. When attached and seated to markers, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the grey instrument tracker used alongside the navigation system was reported to be defective. There was no patient present when this issue was identified.